Manufacturer narrative:
The immucor laboratory performed as DHR and bdms review on 14mar2019 and found the product to have the necessary satisfied criteria, and there were no flags comments or exclusions. The internal immucor record number is (B)(4).

Event description:
On (B)(6) 2019, a (B)(6) customer reported an unexpectedly negative antibody screen with capture-r ready-screen (3).